Manufacturer narrative:
Investigation summary: this complaint is for low mic meropenem-vaborbactam (mev) with klebsiella pneumoniae when using phoenix panel nmic-306 (catalog number 449292) batch number 4156362. The customer did not provide panel returns, isolate returns or phoenix generated lab reports for the investigation. To investigate, three retention panels of the complaint batch and control panels were inoculated with in house isolate k. Pneumoniae enf 19553 and placed in a phoenix m50 for mev mic results and esbl flags. Results of the test show all panels returned the expected mic results for mev and esbl positive flags. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate k. Pneumoniae from a urine sample gave a result for the drug meropenem/vaborbactam as susceptible (low mic), but the drug meropenem was resistant. The user verified the result with an e-test and it was resistant. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate k. Pneumoniae from a urine sample gave a result for the drug meropenem/vaborbactam as susceptible (low mic), but the drug meropenem was resistant. The user verified the result with an e-test and it was resistant. No health impact or consequence reported.